Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure. The staples malformed on the third firing. They were box shape. The case was completed with add'l sutures. No pt consequence.